Event description:
(B)(4).

Manufacturer narrative:
According to the reporter, the lift and scale was used without the retrofit kit that was implemented to prevent the adapter to break through a field action in 2009. Our shipment data show that a retrofit kit was shipped to the facility in 2009. The lift has been repaired with a new adapter and equipped with the retrofit kit.